Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by a failure of the brightness mode button, as the evaluation results confirmed that the brightness mode button did not respond. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. As a result of the evaluation, the following was confirmed. The endoscopic image abnormality occurred due to a failure of the video cable connector. The device has been repaired once in the last year due to the flickering endoscopic image. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center and found that the brightness mode button on the front panel did not respond and automatically switched to automatic or manual brightness adjustment. There was no report of patient injury associated with the event.